Manufacturer narrative:
On 10/31/19, the reported product has not been returned and the left concomitant device (lot 5637142) has been returned instead. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available., as per operative report, the implants information provided are correct, and left implant is reported intact. The correct device has not been received. The complaint cannot be confirmed, since the reported product was not returned. Therefore, no corrective action is warranted at this time. It has been concluded that deflation is a known complication associated with these devices as stated in the IFU. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/25/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: breast implant of unknown type, serial number (B)(4), lot number 56371432. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 325cc and experienced deflation on the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2019.